Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code 1994 captures the reportable event of patient pain requiring treatment with a catheter. Patient code 2119 captures the reportable event of patient unable to void prostate requiring treatment with a catheter. Device code 3009 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: block h6 (patient codes) has been updated to provide corrected information.

Event description:
It was reported to boston scientific corporation that spaceoar gel was placed during a spaceoar procedure performed on (B)(6) 2019. Reportedly, it was difficult to place the spaceoar and difficult to visualize during the procedure. The procedure was performed under local anesthesia. According to the complainant, during the procedure, some of the gel was placed in the prostate. Reportedly, after the procedure, the patient had severe pain and could not void his prostate, requiring a catheter to be placed. Reportedly, this has had a negative impact on the patient's quality of life and the patient's treatment has been delayed due to these complications.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar gel was placed during a spaceoar procedure performed on (B)(6) 2019. Reportedly, it was difficult to place the spaceoar and difficult to visualize during the procedure. The procedure was performed under local anesthesia. According to the complainant, during the procedure, some of the gel was placed in the prostate. Reportedly, after the procedure, the patient had severe pain and could not void his prostate, requiring a catheter to be placed. Reportedly, this has had a negative impact on the patient's quality of life and the patient's treatment has been delayed due to these complications.